Manufacturer narrative:
Evaluated one opened/used reservoir and checked o-rings/stopper groove for anomalies none were found. Ran basal, bolus, and leaking test as follow: the reservoir was filled with diluent and connected to a new infusion set. Installed the reservoir and connector into an insulin pump. Conclusion: the reservoir did not leak.

Event description:
The customer reported that the reservoir was leaking past the 2nd o-ring and fluid was visible in the reservoir compartment. The customer stated there was not an air bubble in the reservoir. His blood glucose was 263 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).